Event description:
Patient reported they had their lap band system removed due to the "tubing snapped in half." The problem was first observed in when the patient was experiencing pain. The lap band system was removed, and not replaced. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.